Event description:
It was reported that during equipment testing conducted by the manufacturer, the device was found to have disassembled. No medical intervention and no adverse consequences were reported with this event. As this event was found during testing at the manufacturer facility and the component was still present, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by the manufacturer, the device was found to have disassembled.  No medical intervention and no adverse consequences were reported with this event. As this event was found during testing at the manufacturer facility and the component was still present, there was no patient involvement and no delay to a surgical procedure.